Event description:
Customer complaint - limited information available: stated device overheated. Was burnt by device.

Event description:
Customer complaint: limited data available. Stated device overheated. Was burnt by device.